Event description:
It was reported that the device were not able to be use as the hook was too closed (too small when putting inside). It was placed in the patient ear but then removed as it could not be used. The issue found during an unspecified procedure. The intended procedure was completed with similar device. There was no patient harm or injury reported due to the event.

Manufacturer narrative:
The subject device was returned to the service business center, olympus (B)(4). The device evaluation is still pending. Device is being shipped to the legal manufacturer for evaluation. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to inform that upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.